Event description:
On (B)(6) 2013 the customer reported their senior technical service representative, reported that this lead was capped due to ventricular oversensing resulting in pacing inhibition. A new lead was implanted. The lead was actively implanted for approximately 10 months.

Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.